Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms during normal use. The customer's blood glucose reading was 203 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with cracked end cap, slightly loose drive support disk, cracked and bleeding lcd glass also, with corroded battery tube. Unable to verify a33 alarm due to cracked end cap. The insulin pump had broken battery tube threads and minor scratches on the lcd window.